Event description:
It was reported that a female patient returned to her doctor¿s office to complaining about left knee instability. The surgeon replaced the liner with a thicker poly to stabilize the knee. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The devices are not returning, they were disposed of by the facility. No other information is available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 7026253, 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; 7120598, 02-022-45-3025 - truliant tray, cem sz 3f/2.5t; 6982890, 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s condition.